Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source experienced ignition error e103. The issue occurred during the preparation for a diagnostic laryngoscopy procedure and was completed using a similar device. The patient was not under anesthesia. There were no reports of delays, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the e103 was displayed, and the emergency light was activated (lit) because the main lamp did not light due to a failure of the power unit. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.